Event description:
Patient reported "have the texture silicone recall implants, and have severe damage and fragments of silicone through out the breast tissue and chest also extensive calcification, also calcium deposit blocked in the arteries which can cause strokes and embolisms." Calcium deposit blocked in the arteries which can cause strokes and embolisms is not related to the device. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "texture silicone recall implants ,and have severe damage and fragments of silicone through out the breast tissue and chest also extensive calcification , also calcium deposit blocked in the arteries".

Event description:
Device has been explanted.